Event description:
Dentist did a root canal on tooth #18, which caused an overfill, which caused the thermafill and thermaseal to enter the inferior aveolar nerve, and sit on the nerve, causing permanent nerve damage. I now have burning pain, stabbing pain and numbness in the lower left lip and chin as well as, the lower left teeth. I am in constant pain due to the chemicals from the thermaseal and thermafill eating into the nerve and causing damage. Dates of use: 2008. Diagnosis: root canal. Event abated after use stopped: no.